Event description:
A report was received via social media that the patient was having difficulty charging the ipg and was experiencing nerve damage and inadequate stimulation. The patient underwent an explant.